Event description:
An in-house pulse generator did not pass the final electrical test due to a post-mechanical shock test failure due to an inoperable reed switch. Further testing is currently underway.

Event description:
Testing conducted by the external vendor of the failed reed switch revealed that the reed switch experienced a physical or thermal event resulting in repositioning of the armature. The root cause of the failure was unknown to the vendor.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. The device had not been distributed.